Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar and polytetrafluoroethylene (ptfe) is separated. Microscopic inspection revealed that the tip is slightly flattened and oval shaped. At the distal section of the separation is what appears to be rust. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device fractured. The 30-33mm, 4.0-4.5mm diameter, 85% stenosed target lesion was located in moderately tortuous and mildly calcified left anterior descending artery. A guidezilla was selected for use. During preparation, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications reported and patient is stable.

Event description:
It was reported that the device fractured. The 30-33mm, 4.0-4.5mm diameter, 85% stenosed target lesion was located in moderately tortuous and mildly calcified left anterior descending artery. A guidezilla was selected for use. During preparation, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications reported and patient is stable.